Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to high out of range pace impedance measurements. The pacemaker was also explanted as the device had one year remaning until elective replacment indicator (eri) would be reached thus the device was explanted to avoid another procedure. The patient was pacemaker dependent. No additional adverse patient effects were reported.